Manufacturer narrative:
The reported complaint was confirmed. Per the subsidiary site service engineer (se), the roller pump became operational after he cleaned the tachometer board and the pulley. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2016-00231. Per troubleshooting by the subsidiary site service engineer (se): once he turned on the roller pump, set to (B)(4) revolutions per minute (rpms) the pump worked normally, using 1/2 inch silastic tubing. After 15 minutes of running, the rpm reading was decreasing until it reached zero and the belt slip error message appeared on the roller pump, but based on the tachometer reading the rpm is still (B)(4) rpms. Once the "belt slip" error appeared, the se turned off and on the roller pump and the rpm reading on the pump did not reach (B)(4) rpms. The "belt slip" appeared right away, the se observed that when he adjusted the speed of roller pump, the monitor reading increased but it went back to zero value. The se already cleaned and checked the encoder wheel but still the "belt slip" message appeared. Manufacturer technical support (ts) advised the se to change the belt and clean the pulleys really well. You may want to look at the main bearing to see if there is any grease that might be coming off of it and wipe it off.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was a "belt slip" error message on the sucker roller pump. The device was not changed out, as they continued to use the pump. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.